Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing was noted on the right ventricular (rv) lead during supra ventricular tachycardia (svt) episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.